Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an improper shutdown. This occurred during programming/setup on the 3rd floor. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. During evaluation, the reported problem of "improper shutdown" events was not reproduced. A review of the event history log (ehl) revealed "improper shutdown" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition could not be determined. "Improper shutdown!" Events can be the result of the user removing all power from the pump without first powering off the pump using the off key. No pump correction is required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.